Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the unspecified error code in that system error 322 was confirmed through review of the event history log but was not reproduced. Evaluation found a failing upper auxiliary hook switch on the upper auxiliary assembly. The upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue. The software was upgraded per the approved remedial action activities.

Event description:
It was reported that a spectrum pump displayed unspecified error codes. It was also reported there was no patient involvement.